Event description:
A customer reported experiencing recurring occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. Despite the recurring nature of the problem, the customer declined additional assistance, and the case was closed by technical support.